Event description:
The user facility reported that the angio-seal plug did not deploy at all. Another angio-seal device was pulled however there was an issue with the arteriotomy locator backing out of the sheath when implanted. The patient was stable, and the procedure outcome was positive. Additional information was received on (B)(6) 2022: both devices were used on the same patient.

Manufacturer narrative:
Expiration date: unknown due to unknown catalog and lot combination. UDI: unknown due to unknown catalog and lot combination. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).